Event description:
An emergency room nurse reported that a patient's fasttake meter was reading inaccurately high. Patient received ft subject meter from lifescan canada during feb 2001 as a replacement for a one touch ii meter pt was using then. Patient visited the emergency room after getting a blood glucose reading of 13.7 mmol/l on the ft meter. At the ER, patient's blood glucose was 12.9 mmol/l on hosptial. When nurse contacted lifescan, the csr discovered that the ft meter was set in the mg/dl mode and not in the mmol/l modes as it should have been. Patient has been basing their insulin intake on the ft meter readings. No adverse events have been reported. No further information has been reported.